Manufacturer narrative:
Updated component code grid, health impact grid and noted, the device was returned to the manufacturer for investigation.

Event description:
It was reported to philips, that the device failed the ops check, due to a bad capacitor. The device was received, by bench repair on 27-may-2021. The noted failure was identified, during inspection of the device by an authorized bench technician. As a result of the issue, it was determined, that the capacitor would need to be replaced. Based on the conclusion of the investigation. It was determined, that this was a malfunction of the capacitor. The capacitor was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted

Event description:
It was reported to philips that the device failed the ops check due to a bad capacitor. There was no patient involvement.